Event description:
It was reported during an unknown procedure, there was a complication due to suture failure. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)?=>unk how was the leak controlled? Additional suture was performed. 1. Where within the gap setting scale was the orange indicator prior to firing?=>unk 2. What confirmation was received that the device was fully fired?=>unk 3. Did the device staple?=>yes 4. Was the staple line complete?=>unk 5. Were there any staples missing from the staple line?=>unk 6. What was the shape of the staples (b-formation, irregular, legs straight)?=>unk 7. Were the staples deployed into the tissue?=>yes 8. Were the staples seen in the surgical field?=>unk 9. Did the device cut?=>yes 10. Was the cut line fully circumferential around the target tissue?=>unk 11. If the device fully cut, were both tissue donuts present?=>unk 12. If the device fully cut, were both donuts complete?=>unk 13. How many counter-clockwise revolutions were used to open the device?=>unk 14. How was it confirmed that the anvil was free from the tissue prior to removing?=>unk 15. After firing was the adjusting knob turned ?=>unk to ? Revolutions? 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?=>unk 17. Who fired the device? =>unk 18. Who removed the device?=>unk 19. Was the safety reset prior to removal?=>unk 20. What was the users experience with the device? =>the target tissue was not stapled wholely, so additional suturing was performed. Unk intraoperative suture failure (leakage) the hospital dealt with the issue with additional suture performance. There was no effect on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.